Event description:
It was reported that (2) devices were used during a video assisted thoracic surgery. It was reported by the affiliate that the tsb35 first firing was normal. After changing to reload cartridge, the jaw would not open. Another instrument was used to complete the case. There was no consequence to the patient. 05/12/1999 message from affiliate. The reload code was a zr45b.